Event description:
I have been using the cgm sensors from medtronic and they are grossly inaccurate and not measuring my blood sugars properly which has resulted in several motor vehicle accidents as well as losing custody of my daughter for three years because I am trying to control my type 1 diabetes tightly to prevent long term adverse effects. I also have spent considerable around of money to regain custody of my daughter which I was success in (B)(6) 2020. FDA safety report ID# (B)(4).